Event description:
The customer reported out of range normal control solution test results with test strips. On 1/5/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 27 mg/dl versus a normal control solution range of 107-161 mg/dl. The rep was unable to perform a normal control solution test with the customer because she was at work when she called the co customer support line and the control solution was at home. A check strip test was performed with the rep. The result was 80 versus a check strip range of 70-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the spare bathroom.